Manufacturer narrative:
(B)(4). Concomitant product(s): -part: 157446 name: m2a-magnum mod hd sz 46mm lot: 660070. Part: us157852 name: m2a-magnum pf cup 52odx46id lot: 959550. Part: 139256 name: m2a-magnum 42-50 tpr insrt std lot: 058030. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Multiple MDR reports were filed for this event please see associated reports: 0001825034-2016-03732, 0001825034-2016-03733, 0001825034-2017-04911.

Event description:
Patient's legal counsel reported had been indicated for revision due to wear, pain, toxic levels of cobalt and chromium, and tissue and bone destruction. Additional information from medical records indicates the patient's right hip was revised 6 years post-implantation due to pain and metal toxicity. The revision operative report noted fluid in the greater trochanteric bursa, indicative of metallic wear damage. Changes of the trunnion were noted, as were minor fractures in both trochanters. During the revision procedure, all components were removed and replaced and a cable and sutures were used for femoral fixation.